Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported per medwatch (mw5058896) that on (B)(6) 2006, the patient underwent an anterior/posterior 2 level fusion using rhbmp-2/acs with multiple cages. Post-op, the patient developed a "cdiff" infection, retrograde ejaculation, radiculopathies at the l5/s1 level, severe burning pain throughout body, permanently disability and a chronic pain for life.